Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while a representative was verifying instruments, the orange navlock would beep as if it was getting verified, but would not go from orange to green and would not actually verify. All other instruments verified fine. The representative removed and re-added the navlock tool card and that fixed the issue. The green navlock with driver was showing an empty box on the tool card at the bottom of the screen with an orange line, instead of the typical writing indicating what tool is seen. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was performed. The analysis confirmed that this issue is consistent with a known software anomaly. The issue is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.